Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm, a motion sensor test failure alarm, and an unresponsive display. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or verify other alarms due to the motor error alarms. The pump also had a cracked case at the display window corners and minor scratches on the lcd window.